Event description:
Material: 309680, batch#: 4008864. It was reported by the customer that they had a 50 ml syringe from a convenience pak found to have missing markings on the syringe barrel between 35 and 50 ml. The defect was identified before reaching an individual, thus there was no harm to a patient.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
Our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of scale marking issue was confirmed upon inspection of the sample. Analysis of the sample showed that there were no scale markings on the syringe. Bd determined that the cause of the failure was related to our manufacturing process. It is likely a jam occurred during the barrel scale marking printing process. The sample shall be shown to the manufacturing associates involved in the production of this product to increase awareness for this failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Ack send a follow up for additional questions: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Hello, the defect was identified before reaching an individual, thus there was no harm to a patient. Thank you!